Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate due to suboptimal visualization of the prosthesis caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), it was a case of a valve-in-valve procedure with a 23mm sapien 3 valve within a 25 mm non-edwards prosthesis (radiologically non-visible) in pulmonic position by transfemoral vein. During the procedure, due to suboptimal visualization of the prosthesis, the first valve was unintentionally deployed in the right ventricular outflow tract and subsequently embolized. After multiple maneuvers, the valve was retrieved using the balloon, withdrawn through the right ventricle and across the tricuspid valve, and positioned in the inferior vena cava, where it was deployed and stabilized with an overdistended andramed stent. A subsequent attempt was then performed using a dryseal 24 fr (65 cm) sheath and a 26mm sapien 3 valve, which was implanted in a suboptimal low position because of significant malalignment (tilting) of the pre-existing aspire prosthesis. During inflation, the balloon appeared misaligned within the frame and underwent circumferential rupture. It was attempted to remove the commander delivery system; however, the ruptured balloon caused a significant kinking (deformation) of the 26mm sapien 3 valve. During these maneuvers, the distal portion of the balloon became entrapped within the prosthesis, the balloon tore and remained attached to the prothesis, with a fragment of the commander delivery system balloon later identified by echocardiography as embolized and attached to the valve. In an effort to stabilize the prothesis, the 26mm sapien 3 valve was post-dilated with a bd true dilatation balloon. Following completion of the procedure, the patient was transferred to the operating room for surgical removal of the prosthesis and the balloon fragment that remained attached to it. The patient was in stable condition.